Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The reported issue could be confirmed by a livanova field service representative. The device has been requested back to the manufacturer site for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not cooling and that was blowing the electrical circuits in the operating theatre during service. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: complaints database analysis revealed that other devices of the same hospital were damaged by an excessive use of disinfectants. It is likely that a combination of stirrer flow into the tanks and increased frequency of disinfection cycles led to the degradation of cooling coil and consequent compressor damage.